Manufacturer narrative:
Additional narrative: event date: unknown. (B)(4). Device is an instrument and is not implanted or explanted. Product investigation summary: it was reported that a total of (B)(4) devices were found to be damaged/worn. The following devices were examined with no defects or deficiencies identified that would inhibit intended device functionality. As such, the complaints related to the devices are unconfirmed: part 03.616.043, part 391.77, part 03.632.083, part 03.812.004, part 03.614.038, and part 03.616.042. For part 03.616.043: the returned device was examined with no deformities or defects identified which would impede intended device functionality. In this instance, the threaded tips were found to be intact with well-defined threads. The device was tested with a known good matrix polyaxial screw (04.632.420 lot xtb00951) and was able to interact with and retain the screw as intended. No definitive root causes were able to be determined. The broken/damaged/worn devices were discovered in their current state; no knowledge of the events which led to the complaint conditions was known. Without a valid lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that multiple damaged and worn instruments were discovered in a territory storage unit. There was no information available that referenced any specific patient or procedural involvement. The reported malfunctions are listed below: the jaws of one (1) rod cutter did not meet and appeared to be pitted and jagged. The edge of one (1) osteotome appeared pitted, not sharp; one (1) transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft was bent; the tips of two (2) t25 stardrive shafts were stripped; the tip of one (1) matrix internal driver was stripped; one (1) depth gauge was discovered in three (3) separate broken pieces; seventeen (17) items were found in worn conditions: one (1) bolt cutter head for 5.0mm fixation pins; one (1) bolt cutter handle 13mm width across flats; one (1) rod pusher; one (1) 40 degree up-biting laminectomy punch; one (1) countertorque wrench for cervical spine locking plate (cslp); three (3) holding sleeves-standard for matrix; one (1) holding sleeve for snap-on transconnectors; one (1) distractor tip for matrix detachable holding sleeve; one (1) head removal tool for matrix; two (2) torque limiting ratchet handles; one (1) t-pal trial spacer; one (1) t-pal spacer applicator knob; one (1) curved pedicle probe; and one (1) locking holding sleeve-standard for matrix. An update received on july 12, 2016 added that one (1) rod cutter and one (1) bolt cutter handle had unspecified functional issues. Upon receipt of the devices, visual inspections confirmed the following information: the t-pal applicator inner shaft and the t-pal trial spacer were both broken and missing segments from their proximal ends. The 05l etching on the bolt cutter (for fixation pins) is not a lot number; rather, the marking is to indicate that the device is intended to be used with 5mm diameter pins. The handles on both bolt cutter handles were returned broken along with all of the generated fragments. The countertorque for cslp tip was found to be broken and missing a fragment from one of the four distal prongs. All three (3) of the matrix holding sleeves have broken tips with fragments that were not returned. The holding sleeve for snap-on transconnectors was received with a spring (approximately 8.5mm diameter and 1.5mm tall) missing. All devices have been assessed for reportability. At this time, only ten (10) of the documented issues were found to represent reportable incidents. This report is 2 of 10 for (B)(4).